Event description:
It was reported that a pump was programmed to deliver medication (ofirmev) from a glass container using a vented IV set. The device was programmed to deliver approx 100ml of medication, however, it was observed that the pt only received approx 10ml of medication. It was also reported that the vent on the IV set was open and that there was no pt injury. The customer stated that this issue has been observed with multiple pumps and seems to occur less frequently when the distance between the pump and IV container is increased.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. When delivering fluid from a glass container and utilizing a vented IV set, closed vents and improper priming may contribute to flow rate inaccuracy.